Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The ventilator investigated on site. It was reported that the ventilator had broken parts due to a fall. According to the field service engineer, the dc/dc & standard connectors, the control cable and the cassette compartment were damaged/broken and need to be replaced. The broken/damaged parts was a result of the the ventilator's fall. The root cause for why the ventilator fall was unknown.

Event description:
It was reported that the ventilator had broken parts due to a fall. There was no patient harm. Manufacturer's ref.#: (B)(4).